Event description:
It was reported that a user experienced hyperglycemia and observed insulin leakage from two ilet cartridges at the red stopper area during cartridge changes; after guided troubleshooting including a full set change and confirmation that the ilet rewind completed before inserting a new cartridge and not connecting the connector outside the device, the third cartridge functioned without visible leakage and glucose began trending down with a measured value of 212 mg/dl. Symptoms included elevated blood glucose. Outcomes included user-performed corrective actions and continued therapy without medical intervention or hospitalization. Investigation included technical support review, user education, alarm history review, and assessment of use steps. Investigation of this case revealed leakage at the cartridge stopper area on two cartridges with no alerts or alarms and resolution after proper setup. It was concluded that improper setup prior to the completed rewind and connector handling outside the device was the most likely cause, with no evidence of an ongoing device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.